Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received no delivery/occlusion alarm, charge/battery lasts less than expected, battery cap contacts missing/damaged. The customer reported no adverse event. The event involved product(s) mmt-1880, mmt-332a, mmt-396a. The customer reported battery cap metal piece kept falling. The customer reported a short battery life or a low battery alarm. The customer reported a past insulin flow blocked alarm. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1880 was requested, and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-396a.

Manufacturer narrative:
The pump was received with a battery cap with a loose metal contact due to a broken three heat stake post. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08730 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. There is no charge/battery lasts less than expected or battery related alarms/alerts recorded in the formatted history file on the event date of 20-feb-2025. No charge/battery lasts less than expected noted during testing. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on 01/15/2025 16:41:00 after more than 7 days at 28.32 days. Battery cycle 2 received the lowbatteryalert (104) on 12/17/2024 22:55:00 after more than 7 days at 9.71 days. Battery cycle 3 received the lowbatteryalert (104) on 12/07/2024 20:05:00 after more than 7 days at 9.37 days. With reference to the battery duration failure analysis instructions, customer did not experience an unexpected power loss of less than 7 days per the pump history records. In further review of the formatted history file 1 week prior to the event date of 20-feb-2025, these pump error(s)/alarm(s) were noted: no delivery alarm/insulin flow blocked alarm was found on 16-feb-2025 during bolus delivery. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.57 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: the pump passed all the required testing. Customer alleged for charge/battery lasts less than expected and no delivery alarm/insulin flow blocked alarm were not confirmed. However, customer alleged for battery cap contact missing/damaged was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.